Event description:
An optometrist reported a case of stage one dlk (diffuse lamellar keratitis), noted one day after bilateral lasik surgery. Reporter stated pt was asymptomatic, and was treated by an increase in the frequency of corticosteroid drops, postoperatively. This report will reference the pt's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).